Event description:
Additional information: the account indicated that the error cleared after replacement of the four grounding pads. Additionally, the same rf 3000 radiofrequency generator and leveen electrode were used to complete the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer report # 3005099803-2010-3204, 3005099803-2010-03206, 3005099803-2010-03208, 3005099803-2010-03210, and 3005099803-2010-03236 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen electrode and four patient return grounding pads were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, a console error occurred. The grounding pads were replaced and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.